Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an af procedure using abbott pfa (volt), there was a procedural delay. It was noted that when attempting to apply ablation, the magnetic field was lost. The prs were no longer visible, and the following error message appeared; "magnetics are offline". Troubleshooting included rebooting the ensite x amplifier, rebooting the ensite x dws, rebooting the current generator, and restarting the study, but the issue persisted. Troubleshooting also included exchanging the ensite x prs cable and the ensite x field frame, but the issue persisted. The procedure was completed without the use of the ensite x system. After the procedure, it was found that the ensite x field frame cable was causing the issue. The ensite x field frame cable was replaced and the issue was resolved.